Event description:
It was reported that the patient presented to the emergency department due to right-sided diaphragmatic stimulation and associated discomfort. Upon device interrogation, the left ventricular (lv) lead was found to be dislodged, which was confirmed by x-ray imaging. The lv lead was programmed off and subsequently explanted and replaced. The patient remained stable throughout the procedure.